Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. Phaco and iol implantation was performed on an unknown date at an unspecified healthcare facility in 2015. In (B)(6) 2018, the patient underwent a pars plana vitrectomy (ppv) during which sf6 gas was introduced into the eye. The patient is also reported to have experienced vitreous bleeding although it is not specified whether bleeding occurred intraoperatively or at a later date. The patient developed fibin sometime after undergoing ppv (time to onset is unknown) and was successfully treated at (B)(6) hospital. No details of the patient's treatment have been disclosed to rayner at this time. The rayner risk analysis identifies mechanical damage to the iris, or uveal structures from surgical manipulations or trauma, complications arising from incidences of tass, pex syndrome, diabetes, previous uveitis, previous intraocular surgery and diabetic surgery as possible causes of fibrin reaction. The cause of post-operative fibrin in this case has not been established. Rayner is working with its (B)(4) affiliate company to obtain additional information to facilitate further investigation of this report.

Event description:
On 10th october 2018, rayner intraocular lenses limited received notification from its (B)(4) affiliate company of an event that occurred following implantation of an unspecified rayner iol (brand name and model have not been provided). The event description provided states that the patient developed fibrin post-operatively. Time to onset is not known by rayner.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. Phaco and iol implantation was performed on an unknown date at an unspecified healthcare facility in 2015. In (B)(6) 2018, the patient underwent a pars plana vitrectomy (ppv) (indication unknown) at (B)(6) during which sf6 gas was introduced into the eye. The patient is also reported to have experienced vitreous bleeding although it is not specified whether bleeding occurred intraoperatively or at a later date. The sulcoflex aspheric 653l iol was implanted on (B)(6) 2018 and fibrin was observed on (B)(6) 2018. Fibrin was successfully treated by (B)(6); however, no details of the treatment provided has been made available to rayner. The rayner risk analysis identifies mechanical damage to the iris, or uveal structures from surgical manipulations or trauma, complications arising from incidences of tass, pex syndrome, diabetes, previous uveitis, previous intraocular surgery and diabetic surgery as possible causes of fibrin reaction. The cause of post-operative fibrin in this case has not been established. Rayner is working with its german affiliate company to obtain additional information to facilitate further investigation of this report. Our review of production records for the sulcoflex aspheric 653l iol batch 106e91439 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the sulcoflex aspheric 653l iol (october 2016) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the sulcoflex aspheric 653l iol batch 106e91439. The sulcoflex aspheric 653l is not available on the market in the united states; however, is manufactured from the same material (hydrophilic acrylic) as devices on the market in the us (c-flex and c-flex aspheric).

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from its german affiliate company of an event that occurred following implantation of a sulcoflex aspheric 653 iol. The event description provided states that fibrin was observed two days post-operatively.